Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device serial number is (B)(4) and the manufacture date is 31-july-2009. The device was sold to the account on (B)(6) 2013 which places the approximate usage life 2 years and 10 months. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a calibrated multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The led light was visible and an intermittent tone was audible when current was being measured. The device failed the electrical testing. The high and low current were lower than specified in the service manual. The results of the electrical evaluation are as follows: no load voltage: 5.50 vdc (requirement: 5.50 vdc +/- .05 vdc), low current: 3.90 amps dc (requirement: 4.0 +/- .05 amps dc), high current: 5.84 amps dc (requirement: 6.0 +/- .05 amps dc). Based on the results of the evaluation, the reported complaint was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was out of calibration. Serial number is (B)(4) and the warranty has expired. The customer called asking for testing / maintenance information on his vh-3010. I emailed him a service manual and gave him rep contact info for (B)(4). He called back and said this device was so far out of calibration it is "scary." He said it looks like it had not had maintenance performed since 2009. [Fyi the s/n (B)(4) is from before 2009.] He asked if someone at maquet can verify that it has been calibrated by a certified technician.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply was out of calibration. Serial number is (B)(4) and the warranty has expired. The customer called asking for testing / maintenance information on his vh-3010. I emailed him a service manual and gave him rep contact info for (B)(6). He called back and said this device was so far out of calibration it is 'scary.' The said it looks like it had not had maintenance performed since 2009. [Fyi the s/n (B)(4) is from before 2009.] He asked if someone at maquet can verify that it has been calibrated by a certified technician.